Manufacturer narrative:
The affected device is not available for evaluation. A follow up report will be submitted when the investigation has been completed.

Event description:
The user reported that a foreign object was flushed out of the tubing set while preparing it for use. The device was not used on the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
The affected device was not returned for evaluation. Unused product from the same lot were tested for the presence of foreign objects in the fluid path. No foreign objects were found in any of the tested devices. The complaint is unconfirmed. Because the affected device was not returned a formal investigation of the affected device could not be completed and the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.